Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, a pericardial effusion was noted. When ablating the left atrial appendage, a popping sound was heard. The power settings were at 35 watts and the temperature was at 43 degrees celsius. The patient became hypotensive and a pericardial effusion was noted on transthoracic echocardiogram. A pericardiocentesis was performed to stabilize the patient and the patient's blood pressure increased. The procedure was then completed. There were no performance issues with any abbott product.

Manufacturer narrative:
The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when connected to the tactisys unit, with no error messages noted. Th catheter also met specifications during flow testing and leak testing. Additionally, the catheter shaft deflected when the steering mechanism was actuated and met specifications for curve shape. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath contact force ablation catheter, sensor enabled instructions for use (IFU). Additionally, the event description indicated ablations were performed with rf power of 35w. The IFU warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence¿ and ¿too high rf power during ablation may lead to perforation caused by steam pop.¿ however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event pericardial effusion unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.